Event description:
Additional information indicates that one lead caused motor stimulation. As a result, surgical intervention was undertaken on (B)(6) 2026, wherein the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to all high impedances on 2 leads. As a result, surgical intervention may be undertaken to address the issue.